Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that potential of broken pieces entered in the joint space, however nothing was left in the joint space.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: two pieces came apart during surgery at the point where the obturator goes into the sheath. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be laser weld failure, user excessive force, and/or improper sterilization. A non-conformance report was created (ncr125033) for the "component" and will be sent to the vendor for further analysis. (B)(4).

Event description:
It was reported that potential of broken pieces entered in the joint space, however nothing was left in the joint space.